Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient¿s cgm displayed 225 mg/dl; however, the spouse was unable to wake the patient. She called emergency medical services (ems) who performed a bg upon arrival which was 45 mg/dl. The patient was treated with IV fluids and the patient regained consciousness. The patient declined transportation and recovered at home. The patient complained of shakiness post-event. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b and c zone of the parkes error grid. No additional patient or event information is available.